Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050. 2.3 serial number/batch: (B)(4). 2.4 software version: l030003. 2.5 hours of operation: 5015. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. No connection to hibased via can cable was possible. Therefore, the history files were downloaded via com cable. The device history files from 2024-05-09 to 2024-05-10 were investigated. A space line was inserted and the infusion was started with a rate of 3ml/h and a volume of 100ml. After 10 hours, 25,96 ml was infused and a new volume of 74,04ml was selected. After 5 hours the volume was done and the infusion stopped. The display shown a infused volume of 74,05ml. If you have the complete infusion, 100ml was infused. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were missing. The device shows age related signs of wear and tear but no visible damage was found. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,53 bar (should be: 0,1-0,7 bar) pressure stage 9: is: 1,37 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 1,87 bar (should be: 1,8-2,5 bar) pmin: is: 1,64 bar (should be: >1,5 bar) safety clamp was checked: pmin: is: 1,81 bar (should be: >1,2 bar) the device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,50%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.7 individual inspection: for checking the complaint malfunction, the resistance between the p2 and p3 connector was measured. Should: between 40 k[?] And 80 k[?] Is: 0,7[?]. The measurement result is not within specification. That identifies a damaged part on the mainboard. To locate the defective part, the p2 connector was exchanged. The malfunction still there. Therefore a damaged part on the mainboard produce the complaint malfunction. 3.7 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3.8 test equipment: description: typ nr.: lab.-ID.-nr. Sika mh3151 qf04198. 3.9 for examination used disposables: description: ref.: lot: infusomat space line 8700036sp 24d21e8st1. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complaint description: detailed description of incident : "staff a checked on patient's infusion pump at 0825hrs on (B)(6) 2024. Remaining vtbi stated on infusion pump was 70.15mls. The fentanyl infusion bottle appears to be half empty. At 1230hrs staff a went inside patient's room again to serve IV paracetamol and found out that the IV fentanyl infusion bottle was empty but vtbi stated on infusion pump was is 70.33mls. The above was witnessed by staff b."